Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and/or allergic reaction.¿ number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity." This report is number 4 of 10 MDR's filed for the same event (reference 1825034-2016-00204 / 00205 / 00206 / 00207 / 00208 / 00209 / 00210 / 00211 / 00212 and 00213).

Event description:
It was reported that patient underwent left total reverse shoulder arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2016 due to loosening and possible infection. During the procedure, all components were removed and an antibiotic spacer was implanted. No further information has been provided.